Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received. It is unknown if the ipg was set to surgery mode while the patient underwent an unrelated surgical procedure. Troubleshooting was able to resolve the issue and establish communication. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates that trouble shooting was able to resolve the issue.

Manufacturer narrative:
Further information requested, but not yet received.

Event description:
It was reported that following an unrelated surgical procedure wherein it is unknown if the device was placed into surgery mode, the ipg became unable to communicate with external devices.